Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited noise and a change in left ventricular signal morphology with associated oversensing. Review of the presenting episodes showed persistent morphology changes, and technical services recommended in-office testing and chest x-rays to evaluate possible left ventricular lead displacement. The lead remains in service. No additional adverse patient effects were reported.